Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional evaluation performed; rod is cut on one side for length adaptation and is about 92mm long. The exact measurement cannot be taken as the rod is not straight anymore due to contouring during the operation. There are many wear marks visible. The relevant dimension was checked and found within the specification. The visible wear marks are all caused post-manufacturing as the anodization layer is worn out there. No manufacturing related fault could be detected. Placeholder.

Event description:
It was reported that on (B)(6) 2007, patient had posterior lumbar fusion surgery and was implanted with matrix construct at l3-s1. On an unknown date the patient fell, heard something pop and returned to the surgeon for examination, x-rays and MRI. The surgeon determined that the two locking caps at l3 had backed out. The surgeon returned the patient to the operating room on (B)(6) 2013, removed all eight locking caps, two titanium rods, and two pedicle screws at l3. The removed hardware was replaced with eight new locking caps, two new cobalt chromium rods and two new pedicle screws. Patient status is unknown. Report 6 of 6 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Additional codes: mnh, mni, kwq, kwp. Investigation is on-going. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Device is used for treatment, not diagnosis the returned devices were evaluated by product development. The matrix spine system is a comprehensive thoracolumbar pedicle screw system designed to provide flexibility, biomechanical performance and a total solution to complex posterior pathological challenges. The system is composed of pedicle screws, locking caps, trans-connectors and rods. Ref. Technique guides j9698-d and j9699-d. This complaint specified a fall by the patient, and that is adequately addressed in risk assessment. Drawings 04.633.292, 04.632.000, and 04.634.750 (revisions applicable at time of fabrication and release) were reviewed and found to be appropriately dimensioned to produce a sound and precise device. It must be noted that rod device 04.633.292 has been cut in half for use for the procedure, so technically there is only one (1) of these devices. Chu reviewed all of these parts for integrity and fit. The damaged threads made it difficult to assemble, but not impossible, and there is no indication that any disassembly occurred related to the popping phenomena reported in the complaint.